Event description:
Patient found in bed lying in a pool of blood mixed with IV fluid. Blue part of IV hub had become disconnected during the night. Staff alerted by blood pressure alarm which noted drop to 64/44. Stat cbc gave hgb as 6.4 (dropped from 10.9 two hours earlier). Patient transfused & meds/fluids given to increase bp.what was the original intended procedure?provision of IV fluids.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.